Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer with an implantable neurostimulator (ins). It was reported the device was not charging and eventually powered off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the neurostimulator was not charging; a new cable for the recharger was ordered and the problem was resolved. No further complications were reported/anticipated.